Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was confirmed via review of the device image in the laboratory. Analysis found the cause of the rf telemetry anomaly was a firmware issue.

Event description:
It was reported that prior to implant the device would not communicate. The device was not implanted.